Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to infection.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records for listed batch 07lm14720 did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the manufacturing & sterilization records for batch 13kt3674 did not reveal any abnormalities that could have contributed to the reported issue. A review of manufacturing records for listed batch pm099585v1 did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the sterilization records revealed all the products were sterilized according to sterilization release documentation from quality control. A review of complaint history revealed no prior complaints for the listed lot/failure mode (13kt36074 and 07lm14720). A review of complaint history revealed two prior complaints for the listed part number (71420578). A review of complaint history revealed one prior complaint for the listed part and no prior complaints for the listed lot (v0100023/pm099585v1). The clinical investigation team concludes no further clinical assessment is warranted at this time. Additionally, no supporting clinical documents were provided for inclusion in the medical assessment. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.